Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred.vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in a calcified and moderately tortuous left subclavian artery. The lesion was pre dilated with a synergy balloon catheter. The express ld vascular 8.0x40x135cm stent delivery system was advanced and several attempts were made to cross the lesion; however, the stent would not cross. It was noted that the tip of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.this product is only ous approved but it is similar to an approved us device.